Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, just before firing, the tissue has slipped between the jaws of the device. It was noted that there was tissue damage because although the tissue slipped from the jaws, the surgeon still decided to staple. The surgeon used a surgical wire to resolve the issue.